Event description:
It was reported that the lesion was located in a moderately tortuous, moderately calcified, 90% stenosed superficial femoral artery (sfa). A non-abbott stent was deployed without predilatation in the sfa. The 6.0/100 mm, 90 cm fox sv balloon catheter was soaked prior to use and air was pulled from inside the anatomy. The fox sv was advanced with some resistance noted. During the first inflation of 17 atmospheres (atm), the balloon ruptured. No other balloon was used for dilatation. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was further reported that the catheter was prepared for use inside of the patient anatomy. It should be noted the fox sv percutaneous transluminal angioplasty catheter instructions for use states: inject diluted contrast medium to partially inflate the balloon. Deflate the balloon by drawing the air bubbles from the balloon into the syringe. Repeat steps until all of the air in the balloon has been displaced by the diluted inflation medium. In this case, it does not appear that the preparation of the device inside of the patient anatomy contributed to the reported difficulties.